Event description:
I.v. Sets with hand pump split while in use resulting in blood that sprayed a number of hospital staff. It was reported there was a risk to the patient from not receiving sufficient blood and adverse event resulting from hypovolemia due to delays in treatment.